Manufacturer narrative:
Omit: c20: no findings available. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. Investigation summary: the reported issue of corroded iui connectors was confirmed by the bd site visit to the facility; however the root cause for the reported issue could not be investigated. No additional information or devices were provided. Inspection and testing of the device could not be performed as it was not provided for investigation. Bd alaris system iui inspection tip sheet recommends replacing the iui when any surface is contaminated with blue or green deposits, cracks, or other signs of damage are visible. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged devices can result in patient harm. The bd alaris best practices for cleaning tip sheet contains information regarding the correct steps for cleaning the iui connectors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of corrosion on two pump modules iui connectors could not be determined since no devices or pictures were provided to perform the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) pump modules were observed with green/blue corrosion deposits on the inter-unit interface (iui) connectors. This was observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pump modules were observed with green/blue corrosion deposits on the inter-unit interface (iui) connectors. This was observed by bd representative during site visit. There was no patient involvement.